Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6947 implantable tachy lead, 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was explanted and replaced. The explant was difficult and during the procedure, the atrial lead was also explanted and replaced. The atrial lead did not have any damage. No patient complications have been reported as a result of this event.